Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, leakage from the exit site was observed at the junction of the hub and the catheter shaft. The catheter was explanted and replaced with a similar catheter, no leakage observed in the replacement catheter. It was also stated that the catheter was not repaired, there was no luer adapter issue, and tego was not utilized, no other devices were utilized by the device, there were no other defects or damages found on the product where the leak was observed. There was blood loss of 5ml as a result of the event. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the catheter appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. Air bubbles were present at the distal end of the cannula. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.